Event description:
The account alleged that the left head siderail would not latch due to a broken pin on the slide bracket.

Manufacturer narrative:
The account stated that the slide bracket was replaced to resolve the problem.